Event description:
It was reported that during a low anterior resection the tip of the blade was broken off during the system check. As it occurred out of the patient, no pieces were left inside the patient¿s body. The error code could not be confirmed. Another device was used to complete the case. There were no adverse consequences to the patient.

Event description:
It was reported to boston scientific corporation on (B)(6), 2010 that a cre balloon dilatation catheter was used during a digestive endoscopy procedure performed on a (B)(6) female patient on (B)(6), 2010 (patient weight is unknown). According to the complainant, during the procedure, when the physician was inflating the balloon in the intestine, the balloon was torn. The procedure was completed with another cre balloon dilatation catheter. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Attempts to gain further information regarding the event have been unsuccessful; if any further relevant information is obtained, a supplemental MDR will be filed.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller states that she tested 1.8 inr and 2.6 inr on the coaguchek xs system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.